Manufacturer narrative:
This MDR is resubmitted as it was discovered that this MDR has not been successfully loaded into fdas database. The initial reporting to FDA of this case has been done to FDA within the original deadline, however in the wrong file format to support correct upload. This submission represents a reload of data to ensure correct upload to the FDA database. The device returned from customer has been subject to testing and the reported problem could not be identified. The monitor can be charged to full, can to turn on normally and have been tested for use for 3 hours without any problems detected. In addition, basic functionality check has been performed for 5 times and no problem has been detected. Per review of instructions and records, all aview monitors are subject to testing before release. The testing include testing that the device can be turned on and that the battery charger indicator is normal. The risk is included in the product risk evaluation and deemed acceptable. Per the IFU, users are instructed to perform a functional check before use of the device and to have a suitable backup system readily available for immediate use so the procedure can be continued if a malfunction should occur.

Event description:
A patient needed to be intubated during reanimation (resuscitation). During reanimation procedure, the aview display suddenly turned off and no picture was displayed on the screen. The aview could not be turned on again. After the aview display turned off, the patient was intubated by standard procedure. Because of the slimy airway this was difficult. The patient is in a coma.